Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the sensor is reading 10% too low, and showing readings when "not hooked up to anything." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., date of this report updated from 12/11/2016, to 12/12/2016. Date received by MFR: updated from 12/11/2016, to 12/12/2016.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted., additional manufacturing narrative (if other): , corrected data: date of event updated from "(B)(6) 2016" to "(B)(6) 2016." Updated from "the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed" to " multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted."